Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a 21mm valve implanted for an unknown implant duration underwent valve-in-valve procedure due to aortic stenosis. A 23mm valve was implanted inside the 21mm valve. No additional information was provided.

Manufacturer narrative:
H11: corrected data: corrected section f10. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted 13 years, 11 months, underwent valve-in-valve procedure due to severe aortic stenosis secondary to degeneration. A 23mm valve was implanted inside the 21mm valve. The patient also underwent CABG x1. The patient was discharged in stable condition on pod #1.